Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp shipped to site 07/21/2015. Medtronic investigation of returned suspect open spine clamp finds that the clamp face is bent to one side and the adjustment screw head is somewhat rounded out causing the mating tool to slip. The adjustment screw head also had tool marks all around the outside edge. Physical damage - damaged hardware.

Event description:
A site representative reported their open spine clamp was damaged and requested a replacement. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.